Event description:
Boston scientific received information that this device system displayed a shock impedance measurement of 79 ohms. Approximately six months later, consistent shock impedance measurements were greater than 200 ohms with manual testing. Daily shock impedance measurements were approximately 70 ohms. In coil to can configuration, shock impedance measurements were 110 ohms and 160 ohms coil to coil configuration. No further evaluation was performed, the device was reprogrammed to shock vector to coil to can configuration. To date, no adverse patient effects were reported as a result of this clinical observation.

Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.